Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-02523. The information reported under the referenced report pertains to the event captured under this manufacturer report number. Any further information regarding this event will be captured under this manufacturer report number.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v091570, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that during replacement procedure the hcp adjusted the depth of the lead and the lead came apart. The hcp then pulled the lead out and replaced with a new lead. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.